Manufacturer narrative:
The returned device was evaluated and received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. The needle mechanism was reset and fired without issue. The pod ran for 217 pulses before deactivation by the user.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother of a patient reports while her son was wearing a pod between 1 and 4 his blood glucose level reached 496 mg/dl at 11:30 am before lunch. The mother gave her son a correction bolus to bring down his blood glucose level which did not work. The mother changed the pod and gave a manual injection of insulin per his doctor instruction. She was able to bring down his blood glucose level to 347 mg/dl. Upon removal of the pod from the insertion site the needle of the pod was found to be bent thus not retracting into the pod during activation.